Manufacturer narrative:
Unable to prime during prime and a33 test due to faulty gold fsr. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose was 120 mg/dl at the time of incident and 350 mg/dl at the time of the call. Troubleshooting was done for motor error and found that the pump was unable to be rewound and that there were alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.